Event description:
Vaxcel mini port was placed for chemotherapy treatment. Seven days later the port was removed due to the catheter separating from the stem and locking mechanism and migrating. The catheter was retrieved via the femoral artery using a snare. The chest port was removed and an arm port was placed. This device has not been received for eval. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine if the device met its specifications. A lot search was performed and revealed no other complaints to date on this lot number. User technique and/or pt anatomy may have contributed to this event. Co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.